Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported bolus delivery issue was identified.

Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 49mg/dl due to miscalculating the carbohydrates in a meal leading to delivering a correction bolus that was too large. Orange juice was consumed to address the bg level. Additionally, it was reported a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy.